Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Concomitant medical products: PICC line, non bd set, syringe; 20129e; syr tubing; 8110; 8100.

Event description:
The customer reported multiple issues with crack and leaking filters when infusing tpn, rates vary from 2ml ¿ 15 ml/hr. And lipids at unspecified rates either on a syringe or an lvp module (programmed with high maximum occlusion pressures) via PICC line. The nicu protocol is to change the tubing every 96 hrs. In conjunction with the bd filter set a non bd set is used on younger gestational ages due to photo oxidation. There was no report of patient harm. The event occurred in the nicu.